Event description:
It was reported that the offset cup inserter was damaged prior to surgery. The interlocking screw of the device was cross threaded and could not be used in surgery. No known impact or consequence to the patient.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: d9, d10, g3, g6, h2, h3, h6, h10 d10: 110003454 g7 curved inserter thd shaft 066949 visual examination of the returned product identified the threaded shaft was stuck inside of the inserter. The shaft was removed for further evaluation. There was no damage to the threads of the shaft. The head and shaft do have scuffing and galling. The returned inserter has indentations to the strike plate and to the junction location. The inside of the shaft also has scuffing and galling. The tip of the device has galling and raised material around the thru hole. The threaded shaft was checked for length, shaft, and head diameter with all three measurements falling within specification. The inserter thru hole was checked with pin gages and did not accept the minimum sized gage due to the extra material that had been raised around the tip and inside of the shaft. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. This complaint can be confirmed via the returned product evaluation. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.